Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed that there was a foreign body inside the tubing just at the edge of the injection site. Close visual inspection by the naked eye revealed that the foreign body was actually an ant. The reported issue was verified. The exact cause for the presence of the foreign body (ant) inside the tubing was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black foreign body was observed in the injection site tube of a empty bag. The reporter stated that the foreign body, an insect, was found during mixing operations inside isolator by mixing operator, but before the filling of the empty bag. There was no patient involvement. No additional information is available.